Event description:
Same case as MFR report# 2134265-2009-03722. This complaint is reportable based on analysis completed on 07/28/2009. It was reported that during preparation for a percutaneous coronary intervention procedure, the port was obstructed. An attempt was made to prep two 2.0x8mm apex balloons, but the manifold ports on both appeared to be occluded. The procedure was completed with another of the same device with no pt complications. Product analysis revealed the presence of foreign material.

Manufacturer narrative:
Product analysis revealed a foreign substance in the guidewire lumen port. The substance appeared to consist of both non-pliable (dried hard foreign material) and pliable portions. The tip of a safety pin moved the pliable substance with its weight alone and no human force. In addition to the pliable substance, a portion of the foreign substance appeared hardened. The outer portion of the manifold was visually and tactilely inspected. The device was also inspected at 15x magnification with no traces of this foreign substance seen. A chemical analysis was performed on the foreign substance to determine the chemical-makeup of the fm located within the manifold. The results of the analysis failed to positively identify the substance, but did demonstrate that the substance was not consistent with any material or substance present in the apex manufacturing environment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).